Event description:
Single use aluminum stylette was used during a difficult intubation on a morbidly obese pt. The intubation guide (stylette) was maneuvered while inserted into the endotracheal tube. After multiple curve change of stylette inside the endotracheal tube, the distal end broke off inside the tube, slided through the tube and went into the pt's trachea. Fibrobronchoscopy was performed in order to remove the remaining part from the pt. No infection resulted after this procedure.

Event description:
Caller states patient tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.